Event description:
Reportedly, pt expired due to unk reasons after an implant duration of approix 0.33 months. Unk if pt death is device related. Info received from ipr. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.